Event description:
Additional information was obtained. It was thought the impedance measurements were due to a suspected lead fracture.

Event description:
Boston scientific received information that this right ventricular lead displayed high out of range impedance measurements. Normal sensing and threshold measurements were obtained. During a previous visit six months earlier, it was noted the impedance measurement were increased, however during this follow up visit, they had further increased. An x-ray was performed and after review, a decision was made to perform a lead revision. During the lead revision, difficulty was encountered removing this lead despite using an extractor system inserted through the lead. This lead was successfully removed and returned for analysis.. During the removal, the atrial lead was also removed as it was adhered to this lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.